Event description:
Procedure: bypass. According to the rptr: the first device didn't work. The surgeon used a second device and when trying to remove the device, the anvil disconnected and stayed stuck in the pt's esophagus. A fiberoptic endoscopy was necessary to remove the anvil. The pt's tissue was slightly damaged. No additional info is available at this time.

Manufacturer narrative:
(B)(4).